Event description:
Drill handle became hot and blistered left side of pt's lip. Note: MFR informed; has investigated. Providing inservice to train staff on correct procedure to lock "bur" to secure attachment.